Event description:
On (B)(6) 2016, pt had a 6.3 second gap without a qrs beat and per ge asystole arrhythmia definition, this falls outside their 6 to 7 seconds with an hr=0 with no qrs beat defected within the prior 2 seconds. The ge equipment took too long during this incident to trigger the asystole alarm.